Event description:
It was reported that when the patient presented in-clinic during a routine follow-up, vf and svt events were noted on the device. Vf episode was observed to be primarily noise resulting in inappropriate therapy. At the revision surgery, it was observed that the set screw for the rv lead was not inserted properly. All measurements on the lead were normal on the psa. The ICD was electively replaced since the battery voltage was low.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.